Event description:
A surgeon reported that his physician assistant (pa) noticed a radial tear after she performed the capsulorhexis. The pa stated that there was a subincisional area that was untreated by the laser and that was the source of the tear. The capsulotomy was performed by the pa, and the surgeon was not present in the operating room when this occurred.

Manufacturer narrative:
The device history records were reviewed, and there were no unusual findings related to the reported incident. Service engineer's onsite investigation did not find any issues. Device was verified and found to be operating within specifications. A root cause for the reported event could not be assessed, as device was found operating to specifications. Capsular tears are an inherent risk of cataract surgery. (B)(4).